Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from tech services that the patient requested a replacement card for their stent. The patient states developing a clot after stent procedure and states to having another procedure to remove the clot.